Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6)2026, it was reported that the patient's omnipod was faulty with their dexcom g7 sensor. The unidentified patient that said the egv was 40 mg/dl for hours even after drinking juice. The patient ended up going to emergency room (ER) after drinking juice all day and staying at egv 40 mg/dl on the dexcom app and had blood sugars over 1000 mg/dl. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.